Event description:
As reported by our edwards lifesciences japanese affiliate, during the balloon valvuloplasty (bav), there was 'strong resistance' and bav was stopped with 4ml less than nominal volume. Following bav, hypotension was observed. The blood pressure was unstable after implant of the 23 mm sapien 3 valve. Tte revealed a pericardial effusion around the apex; tee echo revealed a hematoma-like image suggestive of a contained annular rupture. The pericardial effusion was drained, and the hemodynamics became stable. The procedure was completed, and the patient was transferred while intubated.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (advanced age, female gender, and presence of calcification of the leaflets near the rupture point) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The investigation is in progress. A supplemental report will be submitted when the device evaluation is completed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The edwards transfemoral balloon catheter was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to inflate the balloon catheter. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the edwards transfemoral balloon catheter usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. As reported, 'during bav, there was strong resistance and bav was stopped with 4ml less than nominal volume'. Per the follow-up, 'inflation difficulty occurred due to the patient factor; as the patient is at her advanced age ((B)(6)), the tissue was hardened, and leaflets were calcified'. It is possible that excessive annular calcification restricted the full inflation of the pre-dilation balloon and led to the subsequent events. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.